Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign matter present in device.

Event description:
It was reported that a flexima ureteral catheter device was set to be use during a ureteroscopy (urs) procedure. Reportedly, prior to the procedure, a hair was noticed inside the packaging before opening the catheter. The procedure was completed with another of the same device with no patient complications.